Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a patient's low yielded glucose (glum) serum generated by unicel dxc 800 pro clinical system, which did not correlate with the glucometer point of care (poc). The physician accepted the glucometer results. The results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc and system data are not available. This event is sample specific; hence, service call was not requested. A clear root cause cannot be determined for this event.